Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the cause for the alleged issue was due to the pump battery not being charged. Subsequently, the pump shutdown as intended. A manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned.